Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition of loud noise and over generating heat was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device did not function, the moving parts did not move smoothly, had component damage, worn bearing and failed pre-test for check the oscillation frequency with the frequency meter, check general function in running mode, check for mechanical free movement and check the saw blade screw coupling due to component wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/ or duplicated. Concomitant medical devices and therapy dates, handpiece device, unknown. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the saw attachment device was over generating heat. It was also reported that the device was being used with a handpiece device that had loud noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.